Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient switched from group b to group a and noticed the stimulator was not holding a charge and was dropping fast. It was at 100% yesterday at 1am and today it was already down to 80%. Patient also noticed they could feel the rechargeable battery in their back vibrating off and on all day and patient had never felt that before. The stimulation wasn't painful. Reviewed it was likely due to switching to another group. Reviewed battery depletion depend on usage and settings. Patient has an appointment next tuesday with healthcare provider. Patient texted the representative and was told manufacturer representative (rep) will be at the appointment. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.